Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak, about 30 cubic centimeters, on the counter. Customer reported that the baths of the coulter ac t diff 2 analyzer were overflowing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed diluent overflowing from the baths. The fse replaced the waste pump to resolve the issue.